Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with host pc. Upon troubleshooting, the remote service engineer found that the power supply was defective. Fse replaced the dvi matrix power supply and upon further analysis, fse found the host pc was defective. To resolve the issue, the host pc was replaced and returned to philips for further analysis. The analysis showed hdd bay was defective. Following the replacement of host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the healthcare professional restarted the allura system, but then it didn't start. There seems to be a problem with the host computer. The device was not in clinical use. A philips field service engineer (fse) visited the site and replaced host pc. The device was returned to expected functionality. Philips has started an investigation of the complaint.